Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. It was stated by the customer that there was no damage noted to the device during preparation for use. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have caused or contributed to the reported issue is, but is not limited to: lens placement technique. Loading strategy. Accessory device support. Poor handling during folding and inserting.

Event description:
Customer reported "upon implantation there was a problem with the haptic at which point the lens was explanted and a backup was used successfully."